Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution loading car. The technician identified a "sharp" edge underneath the loading car's shelf. The technician filed down the sharp edges and sanded down with sandpaper to smooth the edges. The unit was tested, confirmed to be operating according to specification and returned to service. No additional issues have been reported.

Event description:
The user facility reported that an employee cut her finger on the bottom side of the upper shelf while loading wrapped instruments in the loading car shelves of their evolution loading car. Medical treatment was sought and administered (surgery).